Event description:
Info received indicates the bed has no head up function from either siderail.

Manufacturer narrative:
The technician isolated the issue to the head up hydraulic valve. He replaced the valve to repair the bed.